Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image turned a discolored red with "squiggly" horizontal lines. The customer was able to complete the procedure by either disconnecting / reconnecting the cable or restarting the core monitor, which returned the image to normal. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.